Event description:
The customer reported to olympus, the gastrointestinal videoscope was leaking from the bending section cover. This event was found during reprocessing. Inspection and testing of the returned device found a foreign object stuck in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that water tightness was lost due to a pinhole on the bending section cover. Additionally, the distal end cover was scratched, the adhesive on the bending section cover was detached, the bending section cover was dirty, the connecting tube had a dent, the image guide protector was shaved, the grip was dirty, the universal cord was discolored, and the nozzle was clogged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the nozzle was clogged with foreign matter. There was no deformation or damage to the nozzle. Users may not have been able to complete the reprocess due to a leak. According to the instructions for use (IFU), when a leak is discovered, it is stated to immediately stop the leak test and contact olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.